Event description:
It was reported that there was too little infusion with too much aspiration. An angiojet ultra system console and angiojet zelantedvt catheter were selected for thrombectomy of the deep vein thrombosis of the right subclavian vein. The procedure began with a puncture of the radial vein. Power pulse was used and 50 ml of thrombolytics were delivered as planned in the thrombus. After a couple of passes and activation time of approximately 200 seconds in thrombectomy mode, the vein had only a small passage. It was observed that the fluid in the waste bag was darker than normal. There was about 300 ml of fluid in the waste bag with only 100 ml of saline used. The console was checked by service and no faults were found. The catheter function was checked post procedure and it was working as usual. The patient was then treated with catheter based thrombolysis for 24 hours. There were no patient complications during the procedure.